Event description:
There was an over-delivery. The pump was set to deliver 9cc of blood. No keep-vein-open (kvo) rate was set. Total volume delivered was 10.8cc. No alarm sounded. There was no pt injury or treatment associated with the event.